Event description:
It was reported an unspecified baxter access set leaked. During infusion of levophed, the nurse was titrating up and ¿the patient was not responding.¿ a second unspecified ¿pressor¿ was added. After an unknown amount of time, a team member observed a puddle on the floor. The second y-site was noted to be leaking. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.